Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold and low r-wave amplitude measurements. The physician elected to explant and replaced the ra lead. A new lead was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory it was noted the complete lead was returned, intact and not severed. Visual inspection revealed a fractured outer coil conductor, located approx.270 mm from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that the right atrial (ra) lead exhibited high threshold and low r-wave amplitude measurements. The physician elected to explant and replaced the ra lead. A new lead was successfully implanted and no additional adverse patient effects were reported. The lead was returned for analysis.